Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged making it difficult to load cartridges. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 130 mg/dl.